Manufacturer narrative:
No conclusion can be made at this time. The product is intended to be a temporary fixation device to aid in the process of fusion, and loosening and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
International affiliate reports that a post-operative x-ray revealed the typhoon cap had separated from the pedicle screw and was contained in soft tissue surrounding the construct. Revision surgery was performed to remove and replace the devices. See medwatch report no. 1526439-2007-00114 for the monarch typhoon cap that was involved in this event.